Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct of a (B)(6) old male patient (patient weight is unknown). During the procedure, as the guide catheter was retracted for stent deployment the guide catheter stretched and the stent would not deploy. Guide catheter became stuck on the guidewire. The delivery system along with the guidewire were removed from the patient and the procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned delivery system revealed the proximal end of the push catheter was stretched and could not be removed from the delivery system due to resistance. The distal end of the guide catheter was bent/kinked indicating the suture embedded inside the guide catheter assembly causing failure in deployment. A functional evaluation was conducted and it was observed that the guide catheter assembly could not be retracted due to resistance causing failure in deployment of stent. There was no damage to the stent or push catheter assembly. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct of a (B)(6) male patient (patient weight is unknown). During the procedure, as the guide catheter was retracted for stent deployment the guide catheter stretched and the stent would not deploy. Guide catheter became stuck on the guidewire. The delivery system along with the guidewire were removed from the patient and the procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
(B)(4) - (stuck on wire). The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.